Event description:
It was reported to boston scientific corporation that an endovive standard push peg kit was used in an initial peg placement procedure. The weight of the pt was not provided. Per the complainant, during the procedure the physician found it difficult to track the device over the guidewire. The guidewire was unable to feed into the device. It was noted that the hole at the tip of the plastic portion of the peg was closed. The physician cut a small amount of the tip of the peg off, to expose the opening and was then able to feed the peg over the guidewire without any further issue. Completion of this procedure was accomplished with this device. There has been no complications or injury reported due to this event. Post procedure the pt status was fine.

Manufacturer narrative:
The complaint indicated that the device wil not be returned for eval. It has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that rev... (B)(4).